Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a syringe which has a stopper that appears to be ¿rolled¿ and not inserted properly. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of stopper defective / damaged for lot #8107603, item #302833. Root cause description: rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Rationale: bd acknowledges that the photo provided by the customer appears to show a syringe which has a rolled stopper; however, as the two (2) occurrences reported by the customer would not exceed the acceptable quality limit (aql) of ¿rolled stoppers = 0.10% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there were 2 occurrences where the stopper was deformed with a bd syringe 30ml ls s/c 56. The following information was provided by the initial reporter, translated from (B)(6) to english: after opening the unit package, it was found that stopper was out of shape.